Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm in diameter abdominal aortic aneurysm approximately one month ago. The vessel morphology was reported as the proximal aortic neck was 17-18 mm in diameter. The femoral arteries were 6 mm in diameter. The bifurcated stent graft was deployed and during recombination of the spindle with the sleeve of the bifurcated delivery system, the pigtail catheter was entrapped. This was not initially noticed by the physician, so the device was removed. Upon removal, the pigtail catheter was stretched and separated into two pieces, with approximately 2-3 mm of the distal section remaining attached to spindle of the delivery system. There was no impact to the placement of the stent graft and there was no damage to the delivery system. This physician commented he did not check the angiogram for catheter placement while removing the delivery system. There was no injury to the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: removal difficulty. Proximal neck diameter less than 19 mm and failure to properly recapture the spindle, not visualizing capture mechanism during removal. Proximal neck diameter less than 19 mm and failure to properly recapture the spindle, not visualizing capture mechanism during removal. Conclusion: proximal neck diameter less than 19 mm and failure to properly recapture the spindle, not visualizing capture mechanism during removal. Proximal neck diameter less than 19 mm and failure to properly recapture the spindle, not visualizing capture mechanism during removal.